Event description:
It was reported that during an unknown procedure, the clips would not advance. The first applier used remained blocked in place with the first clip. The surgeon had to pull the applier to release it. The applicator was removed but the clip also. No consequence for the patient. A second device was used but the clips were undelivered. They used another third like device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device fired through lockout. Device (a) found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In addition, one jaw ramp was found to be disengaged from cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar; however this finding is not related with the incident reported.. Device (b) found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. (B)(4).